Event description:
It was reported that during a liver procedure, the device was fired for the second time and it cut and stapled and was removed from the pt. The device was locked out and could not be opened to use again. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.